Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Review of our records determined that the entire lot has been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaking from the tubing set during the fill phase of the pd treatment. The patient reported fluid leaking from the tubing connections. The patient noted that alarms generated from the liberty cycler for a patient line blockage during the event. During follow up with the patient's nurse no patient adverse events were reported. No changes to the patient's status were reported. No additional complications were reported. The set was discarded.